Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device evaluated by MFR: device not available.

Event description:
It was reported, "patient currently admitted to a&e with a snapped distal femur (our reference (B)(4))". It was further reported that a patient specific implant prescription form was received for patient's impending revision with diagnosis "revision of grower" additional notes indicate: custom proximal end modular to mets if possible but plan to keep same style tibia - new one required. Maybe left with extra cortical plates."